Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have migrated following implant. This lead is expected to be repositioned. This electrode remains in service. No adverse patient effects were reported.